Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the rim of the liner broke when impacting the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "kakaotalk_20230822_134405382_03.jpg". Visual analysis of the photo revealed that the delta cer insert 36id x 56od had a large portion of the rim fractured. Fragments cannot be observed on the provided photo. With the information provided is not possible to determine a potential cause at this moment. A manufacturing record evaluation was performed for the finished device [121881756 / 4178676] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 56od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881756 / 4178676] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected:

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the rim of the liner broke when impacting. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that the delta cer insert 36id x 56od had a large portion of the rim fractured. Fragments cannot be observed on the provided photo. With the information provided is not possible to determine a potential cause at this moment. A manufacturing record evaluation was performed for the finished device [121881756 / 4178676] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 56od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review : a manufacturing record evaluation was performed for the finished device [121881756 / 4178676] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? There was no surgical delay. The surgeon replaced the cup and used other size of the implant. B. Was there any adverse consequence to the patient relevant to this event? If yes, please kindly provide details? There was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿the rim of the liner broke when impacting¿. The ceramic liner was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Further details of the device's analysis were attached on "240709 final report kiv 23 09 09_rp.pdf". Visual analysis of the returned sample revealed that delta cer insert 36id x 56od has a large portion of the rim fracture, fragments were not returned for evaluation. Metal transfer of erratic appearance was found on the liner. However, a symmetrical metal transfer patterns around the whole circumference of the center and top section of the taper was not observed; this metal transfer patterns indicate a correct taper fit between the ceramic liner and the acetabular cup. On the distal taper end, signs of metal transfer was observed, this might indicate a tilted position of the liner during the impactions. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the acetabular cup. Therefore, it is assumed that the liner fractured dude to a point load caused by a misaligned position of the liner in the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence the reported fracture. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. A manufacturing record evaluation was performed for the finished device [121881756 / 4178676] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 56od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Device history review ==> a manufacturing record evaluation was performed for the finished device [121881756 / 4178676] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The rim of the liner broke when impacting patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required:unknown. Is the patient part of a clinical study? Unknown. (B)(6). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.true.